Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer experienced redness on insertion site. The customer treated the high blood glucose with insulin pump. Troubleshooting was provided. It was not stated if the auto mode feature was in use. The insulin pump will not return for analysis.